Event description:
It was reported that two months after implant, the pump was moved to the opposite side because of unspecified complications. After the pump pocket revision, the pt had loss of therapeutic effect and developed recurring swelling and fluid accumulation in the pump pocket. She also developed edema that started in the stomach and moved into her legs. The pump was eventually explanted and the pt recovered without sequela. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.